Manufacturer narrative:
Device labeling, available in print and online, states: vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. White foam dressing was inadvertently left in the wound. The foreign body was not returned to kci for identification therefore kci was unable to confirm identify of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the pt was started on v.a.c. Therapy while in the hospital. On (B)(6) 2011, v.a.c. Therapy was discontinued. On (B)(6) 2011, the pt was transferred to another hospital. On (B)(6) 2011, two areas of the wound re-opened, the proximal area was draining fecal effluent and the distal area was draining purulent material. The wound was flushed with normal saline and a foreign object was noted in the distal wound. The object was removed with forceps and appeared to be a piece of v.a.c. White foam dressing. The pt did not have any signs or symptoms of infection. After removal of the object, the wound was redressed using an alternative dressing and required 2 weeks of additional wound care to close. The pt was reported as doing well.